Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported sheath detachment was not confirmed as the device was returned with the exchange sheath engaged with the clip applier. The reported sheath detachment from the clip applier appears to be related to procedure circumstance. Femoral angiogram results noted mild calcification was present at the access site. The starclose instructions for use states: do not deploy the clip in areas of calcified plaque. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional below the knee procedure. The physician heard the click as the starclose se clip applier was inserted into the starclose se exchange sheath. Reportedly, the starclose se clip applier came apart from the exchange sheath during starclose se thumb advancer advancement. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.